Manufacturer narrative:
Examination of the reported devices by depuy international finds no related product problem associated with the reason for revision. Review of provided patient x-rays by depuy international finds the stem was in good position but is unable to confirm what stem was implanted with the returned head. Review of the dve work done for head/stem incompatibility shows that for these heads there is no incompatibility with any depuy (B)(6) tapered femoral hip stems at the limits of tolerance of both the head and stem. The returned device was measured and found to be within specifications. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Pt felt discomfortable in lesion and went to hospital to do the x-ray, it showed that femoral stem was separated from head. So the surgeon did the revision procedure on (B)(6), he found the size of head did not match with stem. It can be pulled out manually.